Event description:
The manufacturer received information alleging a ventilator was not delivering the set pressure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the pressure tubing was found to be pinched. The pinched condition was resolved to address the issue.